Event description:
The advocate called on behalf of the customer. She alleged that the customer's blood glucose was tested using his breeze2 meter and the reading was around 130 mg/dl. Sometime later, the customer was found passed out on the floor. Paramedics were called and they tested the customer's glucose at 43 mg/dl. The customer was taken to the hospital. No other information was provided about the event. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.